Event description:
Reporter indicated a patient was having chest pain that was unexplained via EKG testing and that the patient's vns generator was at end of service and could no longer be interrogated. The chest pain was attributed to the generator end of service per the reporter. The patient later underwent vns generator replacement. The explanted generator has been requested for return but has not been received to date. Further attempts for information are in progress.